Event description:
Information received from a patient reported that over the past couple of months, they would notice 6-8 coupling boxes and then it would drop to 4. It was reviewed that 4 coupling boxes is still efficient for recharging. The patient reported that their implantable neurostimulator (ins) has been sitting at an angle in the pocket since implant. It was noted that the patient tried repositioning the antenna but it did not resolve the issue. No patient symptoms were reported. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.